Event description:
It was reported impedances greater than 10,000 ohms were read on the patient¿s device. It was stated the reporter believed the patient had a revision about 14 days prior to report. It was stated the patient left the hospital after the revision and they were doing well and did well the first day home. Then, the patient turned the implantable neurostimulator (ins) off to use the restroom and when they turned it back on they could not feel stimulation on the left side. It was noted the day of report they tried to program so the patient could feel stimulation on the left side but the patient could barely feel stimulation at 10.5 volts. It was reported they could not get the right lead to ¿cross talk¿ with the left side because the patient only needs lowsetting of 3.0 volts for the right side. Reportedly, impedances taken at default settings were greater than 10,000 ohms with electrodes 1,4, and 7. It was noted these electrodes were not used in programming and the leads were in the patient¿s lower back and there had been no changes in lead position. It was stated an x-ray was going to be taken. It was suspected that electrode 4 may have been high after the revision because it was not used in initial programming. According to the patient, they did not open the pocket at the revision but just repositioned the lead with one incision.

Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Follow up information received reported that the patient had not been seen since the reported event and no updates were available. It was also reported that the patient¿s physician no longer was practicing and it was unknown as to who the patient will follow up with. If additional information is received, a follow up report will be sent.